Manufacturer narrative:
Event occurred in the (B)(6). Initial reporter is from (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with a deep brain stimulation (dbs) device implanted in the anterior cingulate cortex. The patient suffered at least one seizure and could have developed epilepsy or recurrent seizures.